Event description:
The reporter states, that she obtained 81 mg/dl and 181 mg/dl on the accu-chek aviva system. The reporter also states, that she obtained an add'l comparison with results 181 mg/dl and 100mg/dl on accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No actions was taken based on the readings. No adverse event reported. New system sent to customer and return requested.